Event description:
The pt received two percutaneous leads (from the same lot) as part of his scs system. It was reported the pt was no longer receiving effective stimulation coverage. The physician explanted and replaced the leads with a paddle lead.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.